Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was not returned to the manufacturer for analysis. Procedural or post procedural images were not provided; therefore, the alleged event cannot be confirmed. If the product, additional images, or information is received at a later date, the investigation will be reopened and a supplemental report will be submitted. The instructions for use (IFU) identifies vessel dissection, ischemia, intracerebral/intracranial hemorrhage, and stroke as potential complications associated with use of the device.

Event description:
It was reported that an lvis d stent was implanted to treat a ruptured basilar tip aneurysm. After deploying the stent, the basilar tip aneurysm was coiled successfully. An angiogram was then performed, which showed the right end of lvis stent in the pca not fully deployed and that the right pca was occluded. A scepter xc was advanced under fluoroscopy and inflated. An angiogram performed post inflation showed a pca rupture with extravasation. The right pca was coiled to address the hemorrhage. Afterwards, an angiogram showed limited flow in the basilar artery and brain edema. The patient is in critical condition and intubated. The device associated with this event was used during the same procedure referenced in MFR. Report # 2032493-2021-00406.

Manufacturer narrative:
The part and lot number were provided via email correspondence. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.